Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. No error codes or resets were recorded. The device defibrillation and sensing functions were then tested, and it operated appropriately, according to its performance specifications with no noise noted in the primary, secondary, or alternate vector. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient suffered 7 inappropriate shocks due to myopotentials oversensing. Subsequently, a defibrillation threshold (dft) test was performed as a high out-of-range shock impedance alert was displayed. The dft resulted in a shock impedance of 195 ohms. However, a painless test eventually showed a measurement of 120 ohms. Low/poor amplitude morphology signals were noticed in all vector configurations. X-rays were performed but no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system (tv) is scheduled. Eventually, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a tv ICD system. This s-ICD was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered 7 inappropriate shocks due to myopotentials oversensing. Subsequently, a defibrillation threshold (dft) test was performed as a high out-of-range shock impedance alert was displayed. The dft resulted in a shock impedance of 195 ohms. However, a painless test eventually showed a measurement of 120 ohms. Low/poor amplitude morphology signals were noticed in all vector configurations. X-rays were performed but no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system is scheduled. This subcutaneous implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered 7 inappropriate shocks due to myopotentials oversensing. Subsequently, a defibrillation threshold (dft) test was performed as a high out-of-range shock impedance alert was displayed. The dft resulted in a shock impedance of 195 ohms. However, a painless test eventually showed a measurement of 120 ohms. Low/poor amplitude morphology signals were noticed in all vector configurations. X-rays were performed but no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system is scheduled. This subcutaneous implantable cardioverter defibrillator remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient suffered 7 inappropriate shocks due to myopotentials oversensing. Subsequently, a defibrillation threshold (dft) test was performed as a high out-of-range shock impedance alert was displayed. The dft resulted in a shock impedance of 195 ohms. However, a painless test eventually showed a measurement of 120 ohms. Low/poor amplitude morphology signals were noticed in all vector configurations. X-rays were performed but no details about the images were provided. The shock therapy was turned off to mitigate more inappropriate shocks and the patient will be provided with a life vest while a replacement procedure with a transvenous system (tv) is scheduled. Eventually, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with a tv ICD system. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.